Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had high blood glucose (bg) levels and a bolus was delivered to address the bg level. The customer was hospitalized for the high bg and was treated intravenous insulin drip. The customer did not know the cause of the high bg and was not sure if the high bg was related to the pump or supplies. The customer was discharged on (B)(6) 2016 with the high bg resolved. As the event had occurred in the past, tandem technical support was unable to troubleshoot.